Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the pocket incision opened exposing deep dermal layers and the incision failed to heal. The patient was also given intravenous antibiotics. Furthermore, the physician verified that the infection was unrelated to the device and was related to a recent valve replacement. There were no additional adverse patient effects reported. The pocket was revised and rv lead remains in service.